Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the customer confirmed the IV pole safety collar was installed prior to the incident. A service technician was dispatched for repair and was able to duplicate the reported problem. The release on the side panel was adjusted for optimal pressure to lower the IV pole and the service technician verified proper operator of the device. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Correction: the IV pole button was adjusted by a field service technician. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be related to the need for an adjustment of the IV pole button.

Event description:
The customer reported that the IV pole falls easily. There was not a patient or operator involved at the time the IV pole fell, therefore patient information is not reasonably known.

Manufacturer narrative:
Investigation: the customer confirmed the IV pole safety collar was installed prior to the incident. A service technician was dispatched for repair and was able to duplicate the reported problem. The release on the side panel was adjusted for optimal pressure to lower the IV pole and the service technician verified proper operator of the device. The device serial number history report indicates no further related issues have been reported for this device. Correction: the IV pole button was adjusted by a field service technician. The investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the IV pole falls easily. There was not a patient or operator involved at the time the IV pole fell, therefore patient information is not reasonably known.